Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted. A visual inspection of the device noted eschar in the jaws. The knife cut of the device was tested on a silicone test strip and the device would not cut. The blade was inspected under magnification and approx. .5mm of the leading edge of the blade was broken off. A CT scan revealed that the knife was not in the patient cavity. The knife clamping on a staple or clip could cause the knife damage. This could also cause the device to lock as reported by the customer. The IFU for this device warns not to deploy the cutter on clips, staples or other metal objects to prevent damage to the instrument.

Event description:
The customer reported that after the first seal cycle during a hysterectomy, the jaws would no longer open. The device was removed with minimal tissue damage. There was no patient injury. The device was returned and approx .5mm of the leading edge of the blade was broken off. The site was notified and a CT scan was performed on the patient who was still in the hospital. The blade was not found to be in the patient cavity.